Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20apr2020.

Event description:
The customer reported that the device had pressure alarms that will not clear and that the blower stopped. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 30jun2020. B4: 30jun2020. The customer troubleshot with tech support over the phone. The customer replaced the motor controller (mc) printed circuit board assembly (pcba) to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.